Manufacturer narrative:
One device was returned for analysis of complaint that the pump had failed the occlusion pressure test and would not infuse. No service records found in the last 12 months. No related alarms to the complaint found in event history log. Visual and functional testing was performed. Device fails to detect downstream occlusion. Complaint was confirmed. The dso sensor was replaced to correct the issue.

Event description:
It was reported that the pump had failed the occlusion pressure test and would not infuse. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had failed the occlusion pressure test and would not infuse. The event occurred during testing.